Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that for the last 4 days now the ins battery that was suppose control pain on their left side was not working. Pt was feeling every "yet" of pain. The pt was hurting from the shoulder all the way down. Pt said they did not have a fall and it was the worst pain. The pt was back to the pain level of hurting them self before the accident. Pt said they were taking pain medication and it was not knocking it. The pt had their stimulation on and it was not working. The pt did not know how to get a hold of their rep and the pt could not walk. The pt was to a point where they could not lay down and if they sat up with a heating pad. The pt was going through pain and trauma and they could not drive to their healthcare provider's office but they could make it to their family doctors for it was closer. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) provided pt (B)(6) phone number. The patient (pt) called back on (B)(6) 2023 and repeated info about their ins issue, and said they noticed about 4 months ago that they kept having to "turn it up and up", and says it takes a long time to charge. Pt said their hcp is doing the replacement surgery on (B)(6) and pt wants to know what to do with their old equipment. Pt thought their implant was supposed to last 10 years. Longevity of 9 years was reviewed. Pt asked how new intellis differs from their restore device. Email was sent to pt with information about intellis.